Manufacturer narrative:
Could not verify that the hand piece generated heat because the hand piece would not turn on. Disassembled housing and found the seals were worn. Bearings, motor and housing were corroded due to dried saline, which could cause that handpiece to run hot. Replaced the seal, bearings, motor and cable. After removing and cleaning the thumbwheel, the thumb wheel works fine. Item was repaired cleaned and tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device motor is getting hot. There was no patient impact.